Event description:
It was reported that during the surgery while deploying t1, the suture came out of the implant before entering the meniscus. A backup device was available to complete the procedure with no patient injury or other complications.

Manufacturer narrative:
Initial information stated that while deploying the device, the suture came out of the implant. Additional information was received from the reporter stating that the procedure was successfully finished with a backup device, and the issue happened with the first implant before entering the meniscus, therefore, the information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.¿

Event description:
It was reported that during the surgery while deploying fastfix, the suture came out of the implant. It is unknown if there was a delay or if a backup device was available and how the issue was resolved. No patient injury or other complications were reported.